Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was working properly. It was noted that the device was running loud. The reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the locking mechanism on the small battery drive device was not staying locked on the battery release. It was noted that the battery case was dropping out of the driver. It was reported that there was no delay to the surgical procedure as a spare device was available and the procedure was successfully completed. There was patient involvement. It was reported there were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.